Event description:
It was reported that placement of the prostar xl sutures were attempted in a moderately calcified right common femoral artery using the preclose technique before an interventional procedure. Reportedly, after deployment of the prostar xl device, only 3 needles were present, the needles were backdown and the device was removed. A second prostar xl was placed successfully. Following the procedure, the patient's blood pressure was 220/150 and the access site continued to bleed. A proglide was placed; however, when the plunger was removed, no sutures were present. A starclose se clip was deployed; however, hemostasis was not achieved. A cutdown and the sutures of the second prostar xl device were used to achieve hemostasis. A clinically significant delay of one hour was reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl, proglide and starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): per instructions for use, under precautions; do no deploy clip in areas of calcified plaque. The safety and effectiveness of the starclose se device have not been established for patients who are morbidly obese (body mass index greater than 35 kg/m). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 2 devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.